Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional findings not related to customer reported complaint: the instrument was found to have grip input disk broken. Input disk 7 and 6 was found broken.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the 8mm large mega suture cut needle driver instrument wire snapped during procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer has no additional information.